Event description:
It was reported that the 9800 system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The relay board resistor was replaced during the service call.